Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-13513. It was reported that the patient presented to the hospital for a pocket revision due to the migration of the implantable cardioverter defibrillator. It was noted that the patient experienced discomfort. During the procedure, it was noted that the right atrial lead insulation was damaged. The device was explanted and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.